Event description:
Eight (8) false positive results from bd veritor system analyzer machine with test strips from lot # 0212777; 8 false positive results returned negative with pcr testing. FDA safety report ID# (B)(4).